Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a light adjustable lens+ (lal+, (B)(6),+20.5 d) was explanted due to patient dissatisfaction with the chosen refractive target. A new lal+ (sn (B)(6), +20.0d) was implanted as a replacement.